Event description:
The patient reported charging issues between the implant and the external equipment. An advanced bionics representative performed device evaluation. The problem was confirmed. The patient was implanted with a new advanced bionics spinal cord stimulator.

Manufacturer narrative:
The device was discarded by the medical facility and will not be returned for evaluation. This is the final report.